Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report intermittent out of range signal on (B)(6) 2015.dexcom technical support had the patient perform a paperclip reset.. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the receiver ((B)(4)) that was being used with the transmitter at the time of the reported event was returned on 03/09/2015. The receiver was visually inspected and no defects were found. The receiver data log was downloaded and reviewed, confirming the reported event of intermittent antenna icon. The root cause could not be determined.